Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. During the evaluation, a downstream occlusion alarm was identified but an f-38 alarm was not found. As the downstream occlusion alarm is in the same group as an f-38 alarm, the reported condition was verified as a downstream occlusion alarm. The cause of the condition was determined to be a damaged latch roller and safety clamp. To correct the condition, the latch roller and safety clamp shim were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.